Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. The health care professional (hcp) consulted for recommendations to interrogate this device, technical services (ts) reviewed the device data, confirmed the device is supported by the programmer and recommended to hover the wand in a circular motion. The hcp was referred to the local field representative and ts provided troubleshooting recommendations. No adverse patient effects were reported. This pacemaker remains in service.